Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered.complaint confirmed. Visual evaluation reveals that the ceramic encasing the probe tip was chipped off, almost all around. The distal end of the shaft, near the ceramic is discolored. The electrodes is slightly darkened. The probe memory was checked and found to be free of error codes. The activation time record was 145s and connection time of 3015s. Device functioning was not performed, due to the damaged of the device. The cause of this event is undetermined; however, most likely causes are by prying/leveraging of the device against bone/bony tissue, device making contact with other devices, and use of the device for extended periods of time.

Event description:
It was reported that during a hip arthroscopy the device had a loose contact. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. During returned device evaluation, a reportable malfunction was discovered.